Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery (lmca) to the left anterior descending artery (lad). The lesion was predilated with an unknown balloon and then a 3.5x8mm quantum maverick balloon catheter was advanced to the lesion for postdilation. Upon the first inflation the balloon ruptured at 12atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is good.